Event description:
A report was received that the patient was having difficulty charging the ipg. The patient needed to be revised in order for the charger to make contact on the implant and there was a concern with the position in the pocket. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
.